Manufacturer narrative:
On august 20, 202, the mentor failure analysis lab received the device for evaluation. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On august 30, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with 295cc mentor memorygel xtra breast implant and experienced capsular contracture; baker grade ii on her left side postoperatively. As a result, the patient underwent replacement surgery with catalog number smpx295; serial number (B)(6) on (B)(6) 2024. Mentor is aware that the date of implant (on (B)(6) 2022) is prior to the manufacturing date (april 25, 2023) of reported lot number 9896591. Follow ups were completed for clarification. However, no response was received. If additional information becomes available in the future, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2024, mentor became aware that the date of implant was (B)(6) 2023. Hence, date of implant under field d6a have been updated accordingly on this form. Manufacturer¿s reference number: (B)(4).